Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device was in backup vvi reset mode. The patient presented to the ER after receiving shocks. At the time of the bvvi, it was noted that the patient was in the hospital for a CT scan unrelated to the device. A firmware download was performed. The patient was stable following the download and will be followed normally.